Event description:
It was reported that chemotherapy medicine leaked between the bd syringe luer-lok¿ tip and the closed system transfer device during use. The following information was provided by the initial reporter: "the customer has explained that for the last six weeks that while preparing chemotherapy in the aseptic unit that chemo has leaked between bd syringes and the closed system transfer device used below."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2020. H.6. Investigation: one sealed bd 5ml syringe was recieveed, confirmed to be from batch #0048711 (p/n 309649). In addition to the syringe, a sealed packaged "spinning spiros closed male luer, red cap" from batch #4774701 (p/n ch2000s-c) was also received. The bd syringe was visually evaluated. No visual manufacturing defects were observed. The syringe was tested for leakage at luer per procedure using a bd needle. No leakage was observed. The syringe was then connected to the provided mating device, which was in turn connected to a bd needle. The test was repeated. No leakage was observed during the test with the mating device between the syringe's luer and the device. The connection appeared to be secure and not leaking. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that chemotherapy medicine leaked between the bd syringe luer-lok¿ tip and the closed system transfer device during use. The following information was provided by the initial reporter: "the customer has explained that for the last six weeks that while preparing chemotherapy in the aseptic unit that chemo has leaked between bd syringes and the closed system transfer device used below."